Event description:
It was reported that surgeon revised a ceramic on ceramic hip because the head was not fully engaged on the trunion. It was noted that there were strange markings on ceramic portion of implant.

Manufacturer narrative:
Medical review results:the review of the provided medical records and x-rays by a clinician concluded: "the indication for revision nine years post-implantation is not clear and evidence of an incompletely engaged head on the trunnion is not offered. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were involved in this clinical situation."the event could not be confirmed. The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised a ceramic on ceramic hip because the head was not fully engaged on the trunion. It was noted that there were strange markings on ceramic portion of implant.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown ceramic head. Additional information has been requested and if received, will be provided in the supplemental report.